Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation; however, on the third inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation; however, on the third inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.